Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of camera unit and water leak in switch flexibe circuit board. Since the reported failure could not identified a definitive root cause could not be identified. Additionally, due to water leak in switch flexibe circuit board, the zoom function did not work even when the zoom switch is pressed, due to poor contact of camera unit, the focus did not work properly and due to water leak in switch flexibe circuit board, the focus switch malfunctioned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclave camera head had when beep the camera cable is moved, the buttons no longer seem to work, and the message reinforce error message appear n936. The issue occurred during installation there were no reports of patient involvement.